Event description:
This c1 is the property of a company called iti. Iti staff had confirmed a tightness testing in (B)(6) 2021, but repairs have been on hold for a long time due to cost. The company has not loaned the equipment to hospitals. Then in (B)(6) 2022, when it was time for preventive maintenance, they finally decided to repair it and brought it to nk. They received it on september 16 and confirmed that they could reproduce the phenomenon. The check valve assembly was replaced and operation resumed. Tsw, the operation was inspected and returned.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "tightness test fails" can lead to a delay in the therapy, cause serious injury or death since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.